Event description:
During follow-up on (B)(6) 2012, abnormal right ventricular coil impedances were obtained. It was later reported that x ray was showing an externalization of the lead coil conductor (non-sorin brand).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.